Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown liner, unk; unk, unknown cup, unk; unk, unknown head, unk; unk, unknown stem, unk.

Event description:
It was reported that the locking ring popped off making it necessary for a revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this event should not have been reported. There was no malfunction of a zimmer biomet device, nor did an adverse event occur. The patient's implants were appropriately positioned and no complaint has been received involving this patient. The initial report was submitted in error and should be voided.